Manufacturer narrative:
Physio-control further evaluated the removed biphasic pcb assembly and observed extensive electrical damage to multiple components. The component cause of the reported failure could not be conclusively determined due to the extensive damage.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the biphasic pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was initially reported that the device failed its user test and logged an event code. Upon evaluation by physio-control, it was observed that the device was unable to deliver defibrillation therapy. There was no patient use associated with the reported failure.